Event description:
The customer observed smoke coming out of the architect power supply. The customer shut down the analyzer and noticed a burning mark inside the scc (system control center) power supply. No injuries were reported and no impact to patient management was reported. The scc was replaced in order to resolve the issue.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The safety memo and production evaluation indicated that the architect i2000sr is certified to the appropriate us, (B)(4), and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. A part list number and instrument serial number search were performed. The list number search identified three similar complaints for the customer described issue in which the scc power supplies were replaced to resolved the issue ticket trending data identified no adverse or non-statistical trends in conjunction with the issue of smoke caused by the power supply scc-e platform. Review of the product labeling revealed that the issue in question is adequately addressed in the labeling claims. Based on the evaluation results, no product deficiency was identified related to the malfunction reported by the customer.